Event description:
Boston scientific received information that during normal device change out, this lead was attempted as a second lead following out of range meausrements, noise and a loss of capture (loc) of the first attempted lead. This lead also displayed out of range impedance measurements. It was noted that this lead was not in a stable position at the time. Both leads were explanted and a third lead was successfully implanted. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection of the lead showed dried blood/body fluid in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This lead was returned and is currently in analysis. This report will be updated when analysis has been completed.

Event description:
--